Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had triggered elective replacement indicator (eri) several months earlier; however, the device check indicated that the battery voltage was not available, but the battery impedance was normal. The current longevity was six years and the battery status was "ok". The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.